Event description:
It was reported that the user experienced urgent low soon alerts during sleep, with at least one confirmed nocturnal blood glucose value below 70 mg/dl, and the case was categorized as hypoglycemia with cause unclear: the user self-treated with oral glucose. Customer care provided support that included review of available device data and user reports, after which additional training was assigned. Investigation of this case revealed no device malfunction or component failure based on data review, and the clinical team was engaged for further assessment. No clinical symptoms associated with low glucose. Outcomes included transient interruption of normal activities without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.